Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2014 with the following findings: there was a call service alarm observed in the black box and pump history. Unrelated to the original complaint, there was moisture visible in the ir port. The leak test failed due to a cracked pump case and battery case. There was no corrosion observed in the battery compartment. A 24 hour duration test could not be completed due to a call service alarm being emitted. There was moisture observed internally when the pump was opened and removed from the case. Also unrelated, the display was faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.